Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed in (B)(6) 2017, to treat degenerative mr. One clip was implanted. The patient was stable post procedure. On (B)(6) 2018, the patient presented with recurrent mr with a grade of 4+ and a posterior leaflet flail. It was found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It was unclear if the flail was present prior to the initial procedure or if this was new pathology. A xtr clip delivery system (cds) was advanced for treatment of the slda. During advancement, a lot of motion was observed with the slda clip. The xtr clip was implanted successfully on the lateral side of the slda clip for stabilization. The final mr grade was 3+. The patient outcome was considered good. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch reports filed, additional information was received, indicating that during the second mitraclip procedure, one xtr clip was implanted at the lateral side of the detached clip. During positioning of a second clip, motion on the posterior leaflet was observed with the detached clip. The second xtr clip was implanted, stabilizing the detached clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information was not provided. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and tissue damage could not be determined. The reported worsening mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.